Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm512.1 implantable collamer lens of a -8.0/2.5/93 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. Reportedly, "there was a deposit on the lens" and product non-conformity was noted. Cause of the event is unknown. The problem was not resolved.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associate lots were found. Claim# (B)(4).